Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation, the monitor was unable to power on. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. There was also thermal damage on the c/a board and the f600 fuse on the board was open. The root cause for the broken connector was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. The root cause for the thermal damage and open fuse was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor had a damaged case.